Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering all the insulin when they had below 50 units remaining. The customer also reported experiencing high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer also declined to check for site/insulin issues. The insulin pump also passed a high pressure test during troubleshooting. The customer's blood glucose was 216 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.